Event description:
It was reported that this right ventricular (rv) lead had a history of fracture causing the lead to exhibit oversensing and inappropriate shock due to a shock impedance greater than 200 ohms. The lead got separated from the coil during the extraction, and the physician opted to surgically abandon the lead. No additional adverse patient effects were reported.